Event description:
It was reported that at the implant procedure the surgeon felt that the electrode had popped out of the insulation. Therefore the lead was never implanted and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).